Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Peri-procedural adverse event: the cause of the bleed was most likely use issue related since the bleed started occurring after arrival to the intensive care unit (ICU) and hemostasis was achieved by tightening the perclose. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was brought in with st-elevation myocardial infarction and taken to the catheterization lab for an emergent angiogram. As soon as the patient arrived they coded multiple times (ventricular tachycardia/ventricular fibrillation). Post defibrillation, the patient was hypotensive requiring vasopressors and the decision was made to place an impella cp for acute myocardial infarction/cardiogenic shock. While on support, the patient was very restless and the groin started oozing upon arrival to the intensive care unit. The doctor came to the bedside and tightened perclose and placed a fem stop without pressure. Oozing has stopped and the groin looked soft. No hematoma was noted per the nurse. The pump was later explanted and the patient survived.